Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device evaluation, the repair center identified white residue inside the auxiliary water channel. There was no patient involvement.